Event description:
Information received indicates the head section is drifting down when weight is applied. The stretcher was found in a storage area.

Manufacturer narrative:
The technician replaced the head section gas spring assembly to repair the bed.